Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting an out of range defibrillation impedance. High impedance measurements were only noted to exist in vectors including the can. No interventions were made, and the physician elected to continue to monitor.